Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of "don't recognize the cassette" was confirmed. There were tears in the downstream occlusion (dso) seal. The cause of the reported issue was a faulty dso sensor. The dso sensor, dso bezel, and dso seal were replaced. The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump doesn't recognize the cassette. Patient involvement was unknown.